Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and he was informed that an high pressure alarm had occurred during the procedure indicating a possible kink of the tubes. Afterwards, the alarm ceased and rpms returned back to normal and a low flow was shown. The user tried to increase the flow through the knob and by reseating the centrifugal pump on the drive unit and both attempts were not successful. The user then decided to hand-crank the pump and the flow was restored. Eventually, he switch the device with another and the procedure was completed without further issues. The technician tested the device extensively without failure. This outcome suggests that, following to an high pressure event, the device automatically decreases its speed for a certain time and then returns to the normal value. This is also in accordance with what the perfusionist communicated to the technician on site. This unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console stopped during procedure. The user replaced the device with another to complete the case. There was no report of patient injury.